Manufacturer narrative:
Section d3 - manufacturer information: updated section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected section d4 - model number: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline kept bunching up and splitting in multiple areas. There was already rescue tape applied but it would bunch and split in other areas. The caregiver reported that the latest opening had exposed a yellow wire. A new modular cable was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate 3 modular cable confirmed the reported superficial outer jacket damage. The heartmate 3 modular cable was returned in used condition. Tape had been applied to the outer jacket approximately 6¿ and 17¿ from the controller connector. Removal of the tape revealed that the outer jacket had cracked, bunched up, and torn in these areas. Of note, although the underlying yellow armor layer was visible, no wires were observed. The controller and inline connector pins appeared unremarkable. The white alignment markings printed on the controller connector showed no evidence of wear. The modular cable passed electrical testing without issue. The relevant sections of the device history records for modular cable, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU provides instructions on caring for the driveline. Specifically, section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The handbook states and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their modular cable exchanged early as to avoid another pump stoppage.